Manufacturer narrative:
E1 - facility name (complete): (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the ceramic head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device ceramic tip was fractured. The issue occurred during service / maintenance (not in a clinical setting). There was no patient involvement.